Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10776. It was reported that an asymptomatic patient presented to a follow-up in clinic with their pacemaker in backup vvi mode and failing to capture on (B)(6) 2020. The right ventricular lead also exhibited high capture thresholds and loss of capture. Programming was attempted in order to restore the device's settings, but it was not successful due to low battery life. It is unknown if the battery depletion was normal or not. The pacemaker was explanted and replaced on (B)(6) 2020. The lead was capped and replaced on the same day. Patient condition was stable after the procedure